Event description:
It was reported that the patient presented to the clinic for a follow up after a remote transmission showed high ventricular rate episodes from noise over-sensing on the right ventricular (rv) lead. The noise was able to be reproduced through isometric test. Programming changes were made. The patient was in stable condition.